Manufacturer narrative:
(B)(4). Approximate age of device - 7 years, 4 months. The patient remains on going with the implanted device. A specific cause for the reported event could not be determined conclusively through this evaluation. During evaluation of the returned system controller, unexpected pump stoppages were noted during the analysis of the log file downloaded from the system controller. The log file was dated from 23aug2017 through 07oct2017. It should be noted that a pump stoppage was captured on (B)(6) 2017 that lasted approximately 9 seconds, resulting low speed and low flow hazard alarms. The pump resumed operation at the fixed speed after the event. Starting on (B)(6) 2017 at 10:52, the pump struggled to maintain its set speed until the end of the log file. Multiple pi events were also captured. The patient was supported by the power module at the time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s system controller was exchanged due to a yellow wrench / controller fault alarm. The patient was asymptomatic. Upon review of the log file from the returned system controller, (B)(4), the manufacturer's investigator saw an unexpected pump stop on (B)(6) 2017 and several unexpected pump stoppages on (B)(6) 2017. The system controller was found to function as intended during the investigation analysis.